Manufacturer narrative:
Result = 101 and 854 are based on evaluation of user facility info and the returned sample; 708 is based on quality record and reserve sample eval. Conclusion - 47 is evaluated of user facility info and the returned sample; 74 is based on quality record and reserve sample eval. The involved device was returned and evaluated. Visual examination confirmed that the side-tube was separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. However, during follow-up communications with the user facility it was stated that the specific lot number involved could not be verified. In order to be thorough, retained samples from the reported lot, the previous lot and the subsequent lot were included in the eval. Evaluation of reserve samples did not reveal any defects or malfunctions. A review of the device history records indicated that there were no production related problems for this lot number. A review of complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available info, the event description and returned sample appearance are consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath while contrast dye was being injected during an iliac stenting procedure. Reportedly, there was significant pressure build-up behind the lesion during the injection. The report indicated that there was no impact to the pt and the procedure was completed successfully.